Manufacturer narrative:
No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device. Device is approved for insertion at l4-s1. Implantation of the device at l3/4 goes against the recommendations made in the surgical technique, the instructions for use (IFU) supplied with each device as well as the information presented at the time of surgeon training.

Event description:
The company was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2005,at spinal locations ls/4 and l4/5. Patient is reported to have continued pain.